Event description:
It was reported that the lead exhibited unacceptable thresholds and decreased sensing. The physician confirmed an insulation anomaly but believed he might have done that during the surgical procedure. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.